Event description:
Pt with medical history of hydrocephalic was found unconscious. IV therapy: a 24g angiocath was inserted by a pediatric dr. A transparent membrane dressing was used to fix the catheter and the hub. Infusion fluid given was "half-half solution" and 2.5% glucose solution, no other medication given. The drip was discontinued and a heparin lock was put in place for intermittent flushing purposes. Later that evening the dr decided to remove the catheter. As the nurse removed the transparent membrane dressing the catheter hub and the heparin lock fell off and the catheter tubing was missing. X-ray showed the missing portion of catheter shaft was close to the insertion site (the dorsal side of the pt's hand). The catheter fragment was successfully removed via surgery. The pt was quite active when the catheter was in place in the hand. No further complications per the nurse.